Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, bumpy rash all over where the lifevest rests. The patient was given a prescription from her physician and she removed the lifevest. Follow-up indicated that the irritation was getting better.